Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection that was caused by the catheters and patient finished the treatment of antibiotics. Per follow up via phone on 09oct2020, patient experienced the infection (pseudomonas and morganella) by using the catheter.

Manufacturer narrative:
The reported event was inconclusive due to lack of information. As the cause of the reported event was unknown, it was unknown if the device met relevant specifications. A potential root cause for this failure could be patient sensitivity to materials. Although the device dimensions were found to be within size specification, without knowing the patient's anatomy it could not be determined if the urinary tract infection (uti) was caused by the catheter, or because of a separate biological reaction. Five coude red rubber urethral catheters were returned for evaluation without original packaging. All catheters lacked any visible imperfections and had "101bardam 20 fr." Printed on the surface. All catheters had eyes and were free of tears that could have contributed to a biological reaction. Catheters met specification of plus or minus 1 french size. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." The actual/suspected device was inspected

Event description:
It was reported that the patient had urinary tract infection that was caused by the catheters and patient finished the treatment of antibiotics. Per follow up via phone on 09oct2020, patient experienced the infection (pseudomonas and morganella) by using the catheter. Representative spoke with the patient again and stated that the catheters were contaminated and made patient very ill.